Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range shock lead impedance measurement of more than 125 ohms which was detected in the patient remote monitoring system. There were no issues with other lead measurements and noise was not elicited during troubleshooting and impedance was at 90¿s. Boston scientific technical services (ts) discussed 21 hour lead tests as this may affect fluctuations in measurements. At this time the device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the cause of the out-of-range shock impedance measurement was never determined. Several in office impedance test were performed and the results were between 93-95 ohms. This patient will be monitored continuously; other lead measurements have remained stable. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested of the field representative. Should any further information become available, this report will be updated.